Event description:
A customer reported a signal loss issue with the adc device. The customer reported that due to this issue, they lost consciousness. A relative attempted to treat customer with food, and called paramedics. The customer was unable to provide treatment information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device. The customer reported that due to this issue, they lost consciousness. A relative attempted to treat customer with food, and called paramedics. The customer was unable to provide treatment information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed. Signal loss alarms were not observed when the rssi signal was low or not present. Functionality test was performed. A known good sensor was activated with the returned reader. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Visually inspected the usb/charging cable and no issues were observed. Since the known good sensor and the returned reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned reader was found to be functioning properly. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.